Event description:
The customer reported his blood glucose reached 270 mg/dl less than 24 hours after the pod was activated. He stated that the pod was leaking insulin mix in with a little bit of blood. He also had a headache so he decided to remove the pod and then he noticed that the cannula was "missing".

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.